Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain and spinal stenosis. The caller stated that they were the patient¿s primary hcp. The patient told the caller that their device was not working anymore. The caller contacted the patient¿s surgeon who suggested contacting a manufacture representative (rep). The caller was transferred so a rep could be paged. The patient was also redirected to follow up with their hcp. The caller had no further information. There were no patient symptoms reported and no complications reported.